Event description:
During a percutaneous coronary intervention (pci) the balloon would not inflate. Additional details have been requested, but have not been forthcoming.

Manufacturer narrative:
The product was reported to be available for testing and evaluation, but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.